Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise is not reproducible with isometrics and is seen only when running on an rv threshold test. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).